Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced loc and was taken to the hospital. No fingerstick blood glucose test was performed before arriving at the hospital. The sensor was removed at the hospital. The first fingerstick blood glucose test was performed at the hospital, but there were no bg nor cc gm values reported. The patient was treated with intravenous (IV) insulin. After receiving treatment, the bg reading returned to 85 mg/dl. The patient stayed at the hospital for more than 24 hours. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.